Event description:
Customer called to report that the flow cell drain cup of the synchron lxi 725 clinical system overflowed, resulting in a leak in the ise (ion selective electrode) compartment. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue by instructing customer to remove the drain valve and flush the drain port. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and found that the ise waste drain valve required replacement. The fse replaced the valve, primed the system 30 times, calibrated the system, and ran qc (quality control) and multiple specimens; the results were within acceptable ranges. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).